Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n 41430) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed based on the archive data review but was not confirmed during functional testing. The reported ua07 error could not be replicated during testing, and the autopulse platform performed as intended. Visual inspection of the returned platform was performed, and no physical damage was observed. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. Based on the archive data files, the ua07 error message was cleared by the customer. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned, deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. The autopulse platform passed initial functional testing without any fault or error. In addition, the load characterization check was performed and verified that both load cells were functioning within the specification. Nevertheless, both load cells will be replaced as a precautionary measure to address the reported ua07 error message. Awaiting the customer's approval for repair.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on april 20, 2021 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.